Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) demonstration device appeared to be latched. A red screen was displayed. A guidant technical services consultant discussed returning the device for analysis.